Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney alleging the customer went out of control in her wheelchair due to a misapplication of speed, striking her bed fracturing her knee cap.

Manufacturer narrative:
An inspection of the device occurred. The unit operated as designed.

Event description:
Received a letter from an attorney alleging the customer went out of control in her wheelchair due to a misapplication of speed striking her bed fracturing her knee cap.